Event description:
It was reported that during the course of a surgical procedure the auger shaft became separated from the probe. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.